Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the cartridge pigtail tubing. Customer changed the cartridge and insulin delivery was resumed. Customer's blood glucose was within range.